Manufacturer narrative:
As reported, a trapease vena cava filter was implanted, due to significant pulmonary emboli. The filter was successfully deployed at the level l1/2. There were no immediate post procedural complications. At an unknown time post implantation, the filter subsequently malfunctioned and caused injury and damages to the including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additional information indicated that on or about eight years and three months post implantation, the filter was embedded in the wall of the ivc and was unable to be retrieved. The patient is experiencing pain and discomfort from the filter being clotted. The patient has continued to experience numerous deep venous thrombosis (dvt) in the common femoral, superficial femoral, popliteal and posterior tibial veins bilaterally. The patient is still experiencing pain and anguish. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The trapease is designed for permanent implantation. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter do not represent device malfunctions. Without procedural films or imaging, the report of embedded within the ivc wall cannot be confirmed and does not represent a device malfunction. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Pain and anguish do not represent device malfunctions and may be related to underlying patient related issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. This report is a follow up report to MFR number 9616099-2016-00294 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, after an unknown period of time when a trapease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damages to the including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additional information received per the medical records indicated that on or about eight years and three months post implantation, the filter was embedded in the wall of the ivc and was unable to be retrieved. The patient is experiencing pain and discomfort from the filter being clotted. In addition the patient has numerous deep venous thrombosis (dvt) in the common femoral, superficial femoral, popliteal and posterior tibial veins bilaterally. The patient is still experiencing pain, discomfort and mental anguish. Originally, the patient was implanted with the filter as the patient had significant pulmonary emboli flow. The filter was successfully deployed at the level l1/2. There were no immediate post procedural complications.